Event description:
It was reported that the patient experienced some increase in power with elevated lactate dehydrogenase (ldh). Log files were submitted for review and captured routine events. A couple of elevated pump powers in the 7-8w range was seen but these were transient. Overall pump power and pulsatility index were stable. Additional log files were submitted on 19may2026 as the patient continued to have an increase in power and elevated ldh. There were no unusual events recorded in the log file event history. It was said that there was concern for hemolysis/ pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.